Event description:
The customer called for help with her meter. While troubleshooting, she performed control tests and received results of 414 and 427 mg/dl. The normal control range was 100-138 mg/dl. No adverse events were alleged. The customer used the last of her test strips during the troubleshooting. No product is available for return.